Event description:
Baxter sales representative received report on this product from customer. Customer reported the set separated by the male luer lock adaptor during patient use. Patient an oncology patient. When separation occurred, set was removed and a new set was given to the patient. Nurse reported after the separation occurred the patient had a positive blood culture for infection. Nurse reported physician confirmed the patient received a coag negative staph infection caused by the set separation. Patient was diagnosed with cancer in 2004 and has been receiving chemo treatments since then. Patient was in hospital receiving a 5 day treatment of chemo when separation occurred. Patient was released from hospital and is being treated with IV antibiotic for nine days. Samples are contaminated with chemo and will not be available for evaluation.